Manufacturer narrative:
Product complaint (B)(4). Additional note: reported adverse event regarding first tvt mesh was submitted via medwatch 2210968-2019-83395.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure please specify implant dates and indication for each device implantation? Onset date of incontinence and pain from the index surgical procedure? What type of incontinence, urge or stress incontinence? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or no change? Location and character of the pain? What medical intervention was given for the pain management? Results? Dates and surgical findings of mesh removal procedures? What was the indication for removal of both tvt meshes? Was any deficiency or anomaly of meshes? If yes, please describe it? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Please provide a product code and lot # for each tvt implanted. If applicable, will products be returned, return date, tracking information other relevant patient history/concomitant medications?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced pain and incontinence, and the mesh was removed on unknown date. Additional information has been requested.